Event description:
The MFR custom lithotomy pack contents list indicates that it includes ten per pack for raytec, but there were only nine per pack present. This is the second time that there has been a discrepancy in these packs.